Manufacturer narrative:
For the investigation the provided logfile was analyzed. The logfile shows that the fabius detected several times an ac power fail. This event is logged when the ac mains power is not available, possibly because ac power plug is disconnected or due to a power fail. An alarm is posted (power fail!) And the device switches over to battery operation. In this case a completely charged battery ensures that the operation can be continued for at least 45 minutes. The log entries however are indicating that the capacity of the battery decreased faster. The alarms "battery < 20%" and "battery < 10%" (battery charge drops below 20% respectively 10% of full voltage capacity) were posted several times. During operation the remaining battery charge is displayed in the status bar and it is indicated if the device is operated on ac-mains or battery power. The dräger service engineer inspected the device on site according to manufacturer's specification. As reportedly no yearly maintenance was performed and no information could be provided when the device was serviced the last time, it can be assumed that the original batteries from 2017, the year in which the device was manufactured, are still installed. The IFU states that the batteries of the unit should be replaced every 3 years to guarantee the full charging capacity.

Event description:
It was reported that after a while of the beginning of the surgery, the device stopped working. According to reports from the nursing team, the anesthetist performed manual ventilation using the device, after a while turned the device off and on and putting it to work again. With this the end of the surgery was performed with the device without harm to the patient.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that after a while of the beginning of the surgery, the device stopped working. According to reports from the nursing team, the anesthetist performed manual ventilation using the device, after a while turned the device off and on and putting it to work again. With this the end of the surgery was performed with the device without harm to the patient.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that after a while of the beginning of the surgery, the device stopped working. According to reports from the nursing team, the anesthetist performed manual ventilation using the device, after a while turned the device off and on and putting it to work again. With this the end of the surgery was performed with the device without harm to the patient.